Manufacturer narrative:
Correction: h6 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 for fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was non-compliant with pd therapy, and confirmed they were hospitalized for fluid overload. The patient reportedly failed to perform pd therapy from (B)(6) 2021 through (B)(6) 2021, at which point the patient was hospitalized for shortness of breath (dyspnea) and fluid overload. While hospitalized the patient requested to transition to hemodialysis (hd) therapy, as pd therapy was not a good fit. While hospitalized the patient¿s pd catheter (not a fresenius product) was surgically removed, and a permanent tunneled hd catheter (not a fresenius product) was surgically placed. The patient underwent several hd treatments (specifics not provided) while hospitalized and the patient¿s fluid overload resolved. Per the pdrn, the patient had been non-compliant since 25/jan/2021 and was already fluid overloaded. Additional information was requested (e.g., discharge summary, past medical history, treatment records), however the request was declined. The pdrn attributed causality to the patient¿s non-compliance to pd therapy, and not due to a fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient's serious adverse events of fluid overload, characterized by dyspnea, which warranted hospitalization, as the patient had not utilized the liberty select cycler for three days prior to the hospitalization. Causality was attributed to the patient's non-compliance with performing ccpd therapy as prescribed, which led to the patient's transition to hemodialysis (hd) therapy due to personal preference. Per the peritoneal dialysis registered nurse (pdrn), the serious adverse events were unrelated to the patient's use of a fresenius device(s) or product(s). Fluid overload is a common and often preventable process. Patient related considerations such as non-compliance to a prescribed therapy, can be a significant contributing factor. Based on the information available, the patient's liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused or contributed to the serious adverse events or hospitalization.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2021 for fluid overload. During follow-up, the patient's pd registered nurse (pdrn) reported the patient was non-compliant with pd therapy, and confirmed they were hospitalized for fluid overload. The patient reportedly failed to perform pd therapy from (B)(6) 2021, at which point the patient was hospitalized for shortness of breath (dyspnea) and fluid overload. While hospitalized the patient requested to transition to hemodialysis (hd) therapy, as pd therapy was not a good fit. While hospitalized the patient's pd catheter (not a fresenius product) was surgically removed, and a permanent tunneled hd catheter (not a fresenius product) was surgically placed. The patient underwent several hd treatments (specifics not provided) while hospitalized and the patient's fluid overload resolved. Per the pdrn, the patient had been non-compliant since (B)(6) 2021 and was already fluid overloaded. Additional information was requested (e.g., discharge summary, past medical history, treatment records), however the request was declined. The pdrn attributed causality to the patient's non-compliance to pd therapy, and not due to a fresenius device(s) and/or product(s) deficiency or malfunction.